Event description:
It was reported that t-wave oversensing was observed. During the new follow up, the episode stopped. It was decided to treat this condition by medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.